Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 4 months. The pump remains in use supporting the patient. A correlation between the device and the patient's driveline infection could not be determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was found to have a driveline infection and was started on IV antibiotics. The patient is currently on oral antibiotics and is considered to have a chronic driveline infection. The patient will continue on an oral antibiotic regimen while on he is on lvad support and will continue to be monitored.